Event description:
It was reported the customer received several failed battery test alarms. Troubleshooting did not occur for the alarms as the customer received a blank display. The customer's blood glucose was 169 mg/dl. Troubleshooting for the blank display found the battery compartment was not damaged or corroded. Customer was advised to revert to a back-up plan if the display does not return after a new battery is inserted. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.